Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that when a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor was in to see their healthcare provider (hcp) for reprogramming and when the rep saw the patient for a follow-up to this reprogramming the patient told the rep that she was not feeling stimulation. The patient stated that they never really did feel stimulation, but the rep thought that stimulation was turned off by accident. The rep then stated that when the device was checked everything appeared normal and the session details are showing patient was on program 3 and still had programs available. The rep further indicated that the "history is only to (B)(6) 2016 and was showing 5,380 hours used and didn't see any information about a por occurring." The rep also reported seeing "41.2 for new neurostimulator" and it was here that it was determined that patient experienced a por. Patient status is unknown at the time of this report.